Manufacturer narrative:
Cts contacted the customer and confirmed that there had been no additional issues with the instrument since reloading the reagent packs. Service was not dispatched as the issue was identified during troubleshooting. (B)(4).

Event description:
While troubleshooting with the customer to resolve an event where no ckmb reagent pack was loaded on the unicel dxc 600i synchron access clinical system, beckman coulter, inc. (Bec) customer technical support (cts) instructed the customer to reload the same missing ckmb reagent pack on the instrument, even though the test count was incorrect. When this occurs, the instrument cannot detect that the test count is incorrect and may produce erroneous but believable results. No reports of death, injury, or change to patient treatment have been reported in connection with this event.